Event description:
During inhalation induction, (B)(6) desaturated. Ambu bag ventilation initiated, anesthesia removed inspiratory circuit at the attachment point on the anesthesia machine and found a blue plastic cap blocking the flow to the pt of oxygen and anesthesia. Blue cap believed to have come on new circuit opened for this case. The anesthesia machine was used on previous case and after this case without incident. Reason for use: disposable anesthesia circuit used for the delivery of (B)(6).